Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator device upgrade. The device was interrogated and it was discovered that the atrial lead exhibited noise. The patient history and physical examination were reviewed and previous episodes of atrial lead noise over-sensing were noted. Fluoroscopy was performed and found that the lead tip appeared bent. On (B)(6) 2019, the lead was then capped and replaced successfully. The patient did not report any symptoms and was in stable condition post procedure.